Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - controller 2.0. Con105053 - controller / catalog number 1403us / expiration date 10/31/2017. (B)(4). Device available for evaluation?: yes, 08/11/2017. Device evaluation anticipated, but not yet begun. Labeled for single use? No. Protective measure issue c62932; FDA 3015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was called in for their heart transplant. At the time of pump explant in the operating room (or), it was noted that there was a thrombus in the inflow cannula of the pump. International normalized ratio (inr) was 4.4 on admission. Lactate dehydrogenase (ldh) was not drawn. The patient had no significant history that could relate to the thrombus with the exception of chronic bacteremia. Log files were sent from the controller which did not show any changes in pump power consumption due to possible occlusion. The log files did exhibit 17 intermittent low flow alarms over the past 72 hours. The left ventricular assist device (lvad) was explanted and the patient received a heart transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The received controller failed external visual inspection and passed functional check. Investigation is ongoing for the pump. Additional devices for this complaints: (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
FDA method code: 83 additional product: controller con105053 device evaluated by manufacturer: yes. Mfg. Date: 2016-10-04. FDA method code(s): 10; 23; 3372; 38. FDA results code(s): 3207. FDA conclusion code(s): 25. Hvad pump hw27246 and controller con105053 were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "low flows" was confirmed via review of the controller log files which revealed power consumption within normal operating parameters for 14 days prior to event date of (B)(6) 2017. 17 low flow alarms have been logged from (B)(6) 2017 up to the event date. Analysis of the hvad pump revealed that the device passed dimensional verification and visual examination. Post-explant functional analysis revealed that the pump hw27246 did not meet pre-implant requirements with power average consumption of 2.06 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. Pathology report revealed no evidence of thrombus within the pump. Failure analysis of returned controller con105053 revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector; this is an incidental finding not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose power port connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. There is no evidence to suggest that a device malfunction caused or contributed to the reported "low flow" event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The manufacturer has opened an investigation with the supplier to evaluate loose power port connector medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.